Event description:
It was reported that the left device of the patient did not seem to be working properly. The patient is bilaterally implanted. The external parts were checked on may 24, 2010 and seemed to be functioning correctly. Further testing showed that there was high impedances on all 12 electrode channels. There are no reports of any impact to the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.